Event description:
It was reported, there was device erosion. It was noted, the device "popped out of the skin." It was noted, the stimulator was removed, the wire cute, and the wound bandaged. On one side of the pocket there was a large raw area approximately one inch in diameter and 1/8 of an inch deep that was "raw without a skin covering." It was thought the stimulator "slipped sideways into this area and then popped out of the skin pocket." It was noted, the patient had been complaining of pain at the pocket area for a couple of weeks. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3889-28 lot# va016uc, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).